Event description:
Ligasure handpiece malfunction - first 2 handpieces (5mm)given to physician would not coagulate at all. Third handpiece did coagulate some not completely like it is supposed to. Bipolar used instead. No injury to patient.

Event description:
Ligasure handpiece malfunction - first 2 handpieces (5mm)given to physician would not coagulate at all. Third handpiece did coagulate some not completely like it is supposed to. Bipolar used instead. No injury to patient.